Event description:
It was reported that the bd intima-ii¿ closed IV catheter system leaked during use. The following information was provided by the initial reporter, translated from chinese to english: "on (B)(6) 2020, because of dizziness at the hospital, patient was given infusion treatment, the nurse did the prepartion for the infusion, she did not find any abnormality, after about 1 hour later, the patient's family called nurses, nurse went to ward and found that patient with indwelling needle and plastic pipe permeability chung, even a joint drug a lot of nurses to replace needle immediately, this gives the nurse increased workload, make patient doses insufficient lead to failed to achieve the desired treatment effect, influence the treatment".

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 9077817. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system leaked during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "on (B)(6) 2020, because of dizziness at the hospital, patient was given infusion treatment, the nurse did the preparation for the infusion, she did not find any abnormality, after about 1 hour later, the patient's family called nurses, nurse went to ward and found that patient with indwelling needle and plastic pipe permeability chung, even a joint drug a lot of nurses to replace needle immediately, this gives the nurse increased workload, make patient doses insufficient lead to failed to achieve the desired treatment effect, influence the treatment".